Event description:
It was reported that approximately one month post implant of the implantable cardiac monitor, there was possible infection versus wound dehiscence. The patient was treated with antibiotics and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).